Manufacturer narrative:
External insulation abrasion was noted at 6.9-8.5cm and 9.2-10.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
New information received indicated that the lead was explanted and replaced due to both previously reported noise and externalized conductors.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The lead was diagnostically imaged. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes several episodes of noise were observed on rv coil-can as well as v sense amp vectors. Tachy therapy was disabled and the patient had been on a life vest. The lead will be extracted.